Event description:
It has been reported that during a bi-polar hip replacement the surgeon was suctioning the femoral canal with the yankauer when the tip broke off. The surgeon was able to remove the broken tip by using a laparoscopy grasper. There was no additional medical treatment given to the pt.

Manufacturer narrative:
Allegiance custom sterile investigation: device history record review for component identification. Review of sample and video image for placement in pack. Determined configuration was not the cause of this problem. Notification to supplier. Allegiance - mecialli investigation: device history record review could not be done as incorrect lot number provided. An investigation was done in process. It was observed that the two equipments available provide different bending angles to the tip from one to another. All of the units coming from both equipments are within spec. Similar reports have been rec'd. A combination of a more bent tip combined with pt temperature, and add'l pressure applied to the device tip, such as using it to push/move any object, could have contributed to device breakage. The bending substation that provides the more bent tip will no longer be used, until investigation is completed or new parameters are set to achieve the same bending fit as the other working station.